Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locked properly into the reservoir compartment. After multiple battery installations, the unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and battery cap not making contact to the battery tube. Proceeded by cutting the unit open and pushed the battery tube assembly back into position. No blank display noted and unit powered on successfully. Unit received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay, missing display window/cover and label damage (peeling). In summary, customer allegation for cosmetic damage confirmed when cracked case (battery tube) was noted during visual inspection. However, the unit powered on and functioned properly after the battery tube was pushed back in position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was dropped, and cracked, and the pump was not recognizing the battery in the pump. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed and found that the damage on the pump was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1780kpk was requested and the customer response was the device was returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.